Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. The leakage test indicated that the distal end was loose in the rubber. -distal end unit was damaged and punctured at channel output. Protector of the light guide tube was damaged. Angulation was insufficient. Cementing around the acoustic lens was damaged and porous. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that an irregular color tone occurred due to faulty internal parts caused by water invasion. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was leakage from the device. The device was returned to olympus repair center. During the inspection of the device, olympus repair center found that the endoscopic image became abnormal and an irregular color was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. -ccd cable became too short. -the bending section rubber was perforated. -distal end unit was damaged and punctured. -protector of the light guide tube was damaged. -angulation was insufficient. -cementing around the acoustic lens was damaged and porous. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.